Manufacturer narrative:
The technician replaced the left trend cylinder to repair the bed.

Event description:
Information received indicates the stretcher will not go into the trendelenburg position.